Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a follow-up. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, resulting in inappropriate automatic mode switch. Corrective programming changes were made. Patient was stable throughout.